Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via merlin. Net transmission. The transmission showed that the implantable cardioverter defibrillator exhibited backup vvi operation. It was suspected that the backup operation may be caused by radio frequency communication issue between the device and the transmitter. The patient was brought to the clinic and normal device function was successfully restored. The patient was in stable condition.